Manufacturer narrative:
Pump passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test. Successfully utilized thus to download history files and traces. No critical pump error (open book image) alarm was noted during testing. Pump error 63 critical handling alarm was found in the history files on (B)(6) 2019 14:41:01.000 with variable (12) alarm due to hardware error. Pump was cut open to perform visual inspection and found moisture damage on pcba 1, pcba 2, force sensor, motor and keypad flex connector. Unable to do the force sensor zero offset due to moisture damage on the force sensor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked retainer, battery tube threads - cracked, minor scratched lcd window, scratched case, overlay scratched, cracked keypad overlay, stained keypad overlay, cracked case (battery tube) and pillowing keypad overlay. Pump error 63 alarm was confirmed due to hardware error. Retainer ring damage (cracked retainer) was confirmed. Critical pump error (open book image) alarm was not confirmed. Moisture damage was noted. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information has been corrected which was not correct in the initial report. The information has been provided in this report.

Event description:
The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that their insulin pump received a critical pump error alarm. The customer¿s blood glucose was 10.8 mmol/l. Troubleshooting was done for critical pump error alarm. Customer reported they received the open book image on the insulin pump screen. Customer was advised to discontinue use of the insulin pump and recommended customer refer to back up plan per healthcare professional's instructions. Customer was advised to place the insulin pump in storage mode, removed battery, pressed and hold the back button until the screen turns off. The insulin pump will not be returned for analysis.